Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had a right tsa, underwent a revision procedure. The patient was revised from an anatomic to a reverse. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policies. No device images were provided. No further information.